Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that the lamp burned out during a surgical procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
A lamp was received for evaluation. A visual assessment of the returned sample revealed it had been crushed. However, how or when the lamp became nonconforming could not be determined conclusively. The root cause can be attributed to a lamp. However, how or when the lamp became nonconforming could not be determined conclusively. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed via event log review. The lamp was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 26, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming lamp. However, how or when the lamp became nonconforming could not be determined conclusively. (B)(4).